Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician was found that bearings were damaged due to strain, normal wear the technician noticed the bearings and couplings were heavily worn out in the rear part. Bearings and couplings were replaced in the rear part.

Event description:
Customer reported emission of unfamiliar noise and heat. Report 1 of 1 complaint (B)(4).